Manufacturer narrative:
The event of cut lead was reported to abbott. During surgery, one lead was noted to be cut. Patients pain pattern fully captured with one lead, so physician decided to leave the leads alone rather than attempt revision. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-01079. It was reported that during the patient's ipg replacement surgery (reference manufacturing report number: 1627487-2020-01402), the physician discovered one lead had been cut. It is unclear when the damage occurred. The cut lead was removed from the ipg and a port plug was put in its place. Effective therapy was restored. Both leads are being reported since it is unknown which lead was cut.